Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with air bubbles in the reservoir. Customer's blood glucose level was 252 mg/dl. Customer stated that he has tried everything that has been recommended. Customer stated that he has been sent a reservoir and infusion sets. Customer is still continuing to have air bubble issues. Customer wants the pump to be replaced. Replacement pump will be sent. Customer was advised to call back if issues persist. No further details given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.